Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. One of two tests did not work at all. Ive done over 100 covid tests, so its not "the operator". Second test cartridge had a packing issue. 3 dessicant packages in package, one was ruptured. Not sure if dessicant crystals impact test accuracy but was definitely not impressed with flow flex. Ordered another brand.